Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic inspections were performed, and a kink was observed in the sheath assembly. Moreover, twists were observed in the imaging window assembly. The impedance test shows an electrical open distal waveform between 0-10 cm from the distal housing. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14oct2024. It was reported that lost image occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for endovascular therapy. During the procedure, it was noted that lost image has occurred. The procedure was completed with another of the same device. No patient injury was reported. However, device analysis revealed imaging window twist.